Manufacturer narrative:
(B)(4).

Event description:
It was reported that the interrogation showed noise on right ventricular channel. There were ventricular tachycardia and ventricular fibrillation episodes which refered to noise on right ventricular channel. Patient condition was fine.

Manufacturer narrative:
Supplemental correction report needed to report that the analysis was reported in MFR # 3010215456-2015-29167.